Manufacturer narrative:
The hydrus microstent was reported not to be available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Ocular pain, microstent malposition, and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A hydrus microstent was explanted on (B)(6) 2022 after a patient reported feeling tenderness, irritation and pain when rubbing their eye. The initial implantation occurred on (B)(6) 2021 and subsequent examination revealed the stent was malpositioned. After uneventful explantation, a second hydrus microstent was successfully implanted. No complications were reported during the explantation or subsequent placement of the second device.